Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the cair clamp and the slide clamp were closed; however, the customer contact reported the pt received an unspecified bolus of solution. Though requested, the customer contact declined to provide additional info including pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.